Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: when infusing calcium gluconate nurse promptly noticed that medication was leaking from the where the upper fitment connects with the tubing above the fragile segment.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 08-mar-2022. Investigation summary a sample was received and tested by our quality team. The set was primed and the leak was immediately noticed. Visual analyses under microscope was then employed and the root cause of this failure was a lack of solvent and a shallow insert into the upper fitment of pump segment. There have been initiatives from the manufacturing plants to eliminate any further occurrence of this failure. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: when infusing calcium gluconate nurse promptly noticed that medication was leaking from the where the upper fitment connects with the tubing above the fragile segment.